Event description:
Customer reported that he was in emergency room last night due to high blood glucose. Customer stated that since his blood glucose was 150+ mg/dl, they treated and sent him home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.